Manufacturer narrative:
Corrected- fields- h8. Updated field- b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h1, h2, h3, h6(investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) evaluated the unit and confirmed unit had blood back into the system. The fse cleaned and replaced contaminated parts (d997-00-1178 pneumatic module assy) & (0104-00-0031 drive manifold assembly) . Performed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured. They reported ¿large amounts of blood¿ in the helium tubing and all the way back to the balloon pump. The pump alarmed with ¿gas loss¿ at the time of the event. The patient is stable and there are no reports of harm or injury. They are preparing the patient for iab removal and the physician is at the bedside.